Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that upon impedance check, all electrodes were outside of normal range above 10,000 ohms. After the impedances were checked, stimulation was turned on and the patient stated that coverage was still adequate. No know factors were known to have contributed to the high impedances. The physician noted that as long as the patient was getting coverage, they are okay with the high impedances. No patient symptoms were reported. The patient was implanted for spinal pain.